Event description:
Tellus catheter was inserted via base catheter. Procedure was performed, when removing the tellus catheter was noticed that a small portion of the tip was missing. Physician does not feel it was left in the patient. Patient was stable and discharged.